Event description:
It was reported that, a patient had a re-tha by using a c-stem long in 2009. And then, the stem recently broke in the patient femur. A surgeon will plan to perform a revision tha on (B)(6).

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The device was returned fractured, confirming the reported event. Clinician review indicated the likely root cause of the stem fracture was cyclic loading of the stem at the junction of the loose proximal region and well-fixed distal region of the stem. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, a patient had a re-tha by using a c-stem long in 2009. And then, the stem recently broke in the patient femur. A surgeon will plan to perform a revision tha on (B)(6).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.